Event description:
Complainant alleged that while attempting to treat a male patient (age unknown), the device delievered self-discharged and burns were found on the patient's skin. No additional information is available about the degree of the sustained burns or treatment.

Manufacturer narrative:
Justification for no UDI: this device was manufactured before UDI requirements. Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the returned electrodes the device performed to specification. The device was put through extensive testing including bench handling, defib cycling, and functional stress testing without duplicating any fault to the device. The device was recertified and returned to the customer. The customer's report of patient burn suggests the patient was not properly prepped prior to defibrillation. The pads used in the event were not returned for evaluation. Review of the activity log collaborates the customer report of poor coupling based on the patient being hairy and not shaved. The shock event shows a large difference in the measured defib impedance and the patient impedance as expected in these circumstances. There were no pictures or clarification on the severity of the burn provided to zoll. Based on review of the activity log the customer's report of the device self-discharged was not duplicated or observed. Review of the activity log suggests that energy was delivered via a button press. It's noteworthy to mention; the r series als operator's guide and the onestep complete electrodes IFU contain the following warning: "excessive body hair or wet, diaphoretic skin can inhibit electrode coupling to skin, which can lead to the possibility of arcing and skin burns." Analysis of reports of this type has not identified an increase in trend.